Event description:
Customer reported the insulin pump had turned off. Customer stated she was taking a nap and started to feel sick as if she was having high blood glucose. Blood glucose was 434 mg/dl, treated with manual injection. Customer inserted a new battery and device would not turn back on. Customer stated the device was cracked and was missing a piece on it as well. The device was damaged at the top of the reservoir compartment which is cracked and parts are missing. Cracks are also located above the screen and on the battery cap. Customer stated the damage to reservoir compartment occurred one day when she inserts and take out the reservoir. The cracks above the screen happened when her tubing got caught and ended up swinging the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the lcd board. The pump also had moisture damage on the mother board. Unable to perform the displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery, off no power or operating current tests due to the blank display. The pump also had a broken reservoir tube lip, and a cracked case at the lcd window corners.